Manufacturer narrative:
The lot history trend analysis and direction for use review were considered acceptable, with the product performing with anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Manufacturer narrative:
Product was returned and evaluated. Evaluation revealed the cutter does not appear to have been used as the visual inspection found the tubing clean, dry and still coiled and taped together. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no damage was found. A functional testing was performed and the cutter had good clean cuts and aspirated as intended. However the cutter did appear to have a softer sound with less vibration. Manufacturing and sterilization records were reviewed and found to be acceptable. Review of trend analysis, risk assessment, and directions for use is underway. The investigation is ongoing.

Event description:
A user facility in the united kingdom reported that the cutter stopped cutting during surgery and aspiration continued. A new cutter was opened and there was no reported patient impact.